Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the mid left anterior descending (lad) artery with two xience v stents (2.5 x 23 and 2.5 x 18) and in the restenosed, first obtuse marginal artery with one xience v stent (2.75 x 15). On (B)(6) 2011, the patient was re-admitted with chest pain and was found to have an acute myocardial infarction (mi). The patient underwent an angiogram and subsequent percutaneous coronary intervention (pci) in the lad with a long, mid to distal segment with discrete 90% in-stent restenosis just after a diagonal branch. The non-target distal left circumflex artery also had 90% in-stent restenosis and the first obtuse marginal artery was also treated via pci. The patient was discharged on (B)(6) 2011 and re-admitted on (B)(6) 2011 with chest pain. There was no further intervention performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.5 x 18 and 2.75 x 15 mm xience v; other: aspirin, clopidogrel. The rx xience v 2.75 x 15 mm is being filed under a separate manufacturer report number. (B)(4): no pre-dilatation the stent remains in the patient. There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter for the vessel/lesion to be treated. The direct stenting does not appear to have directly caused or contributed to the reported patient effects that occurred thirty months after the index procedure.